Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve, on resection of the stomach, the handle was unable to fire after four times. They changed the handle with another one to complete the case. There was no patient injury.